Event description:
Incident. Anticipated. Serious injury. Required intervention. This is a spontaneous case report received from a gynecologist/obstetrician in (B)(4) on 27-jan-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(4) 2015. The insertion was smooth and uncomplicated. The patient had pain directly after the placement and she could feel the essure. Shortly after the placement she indicated that she wanted to have the essure removed and she persisted on this. Therefore on (B)(4) 2016 the essure devices were completely removed laparoscopically, including tubes. Follow up 11-feb-2016: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Follow-up received from gynecologist on 18-feb-2016 patient, (B)(4), had a mirena in situ and wanted essure sterilization. She has ehlers-danlos disease and chronic pains for which she received medication as concomitant condition. Patient has been pregnant before. She received omeprazole, diclofenac and amitriptyllin as concomitant medication. Placement was done during sedation and was done swiftly on both sides, however initially it was not possible to move past the legs of the mirena, therefore the mirena was removed before placement. A new mirena was placed directly after the placement by the patient's request. Hsg (hysterosalpingogram) was intended 3 months after placement because placement had been performed during sedation. Patient had persistent lower abdominal complaints immediately after placement, for which she blamed the essure. Initially it was suspected that it could be the mirena, therefore it was removed as a test. Pain remained unchanged and following the patient's request a laparoscopy was performed during which both essure were correctly in situ; both devices were removed and a tubectomy was performed on both sides. Until now she does not have any further complaints. Patient has now recovered after removed of essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 19-feb-2016 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(4) female patient who had lower abdominal complaints/pain directly after essure (fallopian tube occlusion insert) placement. Initially, physician suspected her pain was related to a mirena (levonorgestrel), which was inserted on the same day of essure placement. However, her pain persisted despite of mirena removal. Following patient's request, essure was removed by laparoscopy (approximately 2 months after its placement) and patient's pain recovered after this procedure. The reported event is listed according to essure's reference safety information. Abdominal pain of varying intensity and length of time may occur and persist after essure insertion. Individuals with a history of pain are more likely to experience both acute and chronic pelvic pain following essure placement. In this case, patient had ehlers-danlos disease with chronic pains. This condition may have been a contributory role in the reported event. Nevertheless, considering the close temporal relationship between patient's pain and essure insertion and as this event recovered after device removal; causality with the suspect insert cannot be excluded. Patient's pain was considered as unrelated to mirena, since a negative dechallenge was reported. This case was considered an incident, as essure device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.